Manufacturer narrative:
The ventilator was evaluated and the oxygen sensor was replaced. The ventilator passed self-testing.

Event description:
It was reported that the oxygen readings were lower than set values. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The oxygen (o2) sensor was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. An investigation was performed and the identified root cause of the reported issue could not be duplicated.